Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Review of the 15 month post-operative CT shows the presence of a type ia endoleak. The stent graft was positioned approximately 3 mm below the intended landing zone, placing the sealing rings in a location outside the treatment range for the device. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
Device remains implanted.